Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The patient had previous fevers and was positive in blood culture. High thresholds were not changed with antibiotics. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.